Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic inspection of the balloon and markerbands found no irregularities or defects. Microscopic inspection found no irregularities or defects on the tip. Microscopic and tactile inspection revealed numerous kinks in the hypotube, with a fracture 61cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2016. It was reported that balloon inflation failure occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the balloon could not dilate the lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.